Manufacturer narrative:
Additional system service information indicated that the system powered down when unplugged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735773, serial/lot #: -, ubd: , UDI#: ; product ID: 9735771, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. The main cart battery/uninterrupted power supply (ups), camera cart (cc) battery were replaced. Codes b01, c02, d02 and g02002 are applicable for both. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart and main cart shut off when the operating room lost power and there was a battery service error. The probable cause was noted as malfunctioning batteries in both carts. There was no patient involvement. Additional information was received. After a power outage at the site, the system displayed a "battery warning" and then it was unable to power on, boot up. The manufacturer representative (rep) attempted multiple outlets with no effect. During troubleshooting, technical services recommended the rep disconnect the system from wall power, disconnect both carts, and hold the power button down on each cart for 5-10 seconds.

Manufacturer narrative:
The return of 9735773 provided the lot number 1952. The hardware was returned and analysis was performed. The battery was tested with a known good uninterruptible power supply (ups) for a 24hr period. The ups powered down immediately when unplugged from ac power. The battery was found to have low voltage (38.84v) and dead cells. The return of 9735771 provided the lot number 1949. The hardware was returned and analysis was performed. The battery was tested (25.21v) with a known good ups for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.